Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the electrogram showed normal pacing which capture mixed with random interval artifacts which do not capture. The device is still in use. No patient complications were reported as a result of this event.